Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) got stuck during implantation. Additional information has been received and stated that the leading haptic got stuck and no further manipulation was done. The procedure was completed using company lens.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. Plunger override was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the nozzle tip and is advanced over the iol. The intraocular lens (iol) is advanced into the nozzle entry and is misfolded. The reporter stated "methylcellulose" was used as a viscoelastic. Plunger override was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).